Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07922. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman ® access system (was) and the closure device was deployed. The position was inappropriate, so the closure device was fully recaptured and removed from the patient. The physician then advanced a non-bsc pigtail catheter through the was into the distal laa under fluoroscopy guidance. It was noted that the patient experienced a pericardial effusion. The physician removed the pigtail catheter and was from the patient. They observed the patient¿s symptoms for 3 minutes and decided that the patient required open cardiac surgery. Once the surgery was complete, the patient was stable.